Event description:
It was initially reported that the patient had coupling issues with their implantable neurostimulator (ins) and an overdischarge condition was suspected. It was noted that patient noncompliance with recharging the ins was the reason for the overdischarge (she had not charged since (B)(6) 2011) due to hospitalization for being "really sick." She had not felt her stimulation for 6 to 12 months. Additional information received on (B)(4) 2012 reported that the patient's right ins had shut off due to a low battery level. The company representative met with the patient where the ins was recharged, at which time a power-on-reset (por) condition was seen (error code reported as 3608). The company representative then cleared the por which resulted in the ins working as intended. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3776-75 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; lead model 3776-75 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; recharger model 37752 serial #(B)(4); programmer model 37743 serial #(B)(4); left ins system: neurostimulator model 37712 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3888-56 lot #v525986 implanted: (B)(6) 2010 explanted: na; lead model 3888-56 lot #v562189 implanted: (B)(6) 2010 explanted: na; lead model 3888-56 lot #v562189 implanted: (B)(6) 2010 explanted: na; lead model 3888-56 lot #v578028 implanted: (B)(6) 2010 explanted: na; extension model 3708220 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; extension model 3708220 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; recharger model 37752 serial #(B)(4); programmer model 37743 serial #(B)(4).